Event description:
During use of the device for cardiopulmonary bypass, the device did not switch from ac to battery backup power as expected. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.